Event description:
It was reported that the biorci 7x25mm strl bx 1 screw broke while tightening. There was no patient injury reported.

Manufacturer narrative:
Dimensional inspection confirms that this was a 7x25mm product. This implant has been used and is broken. Approximately 2.89mm of the implant is missing and was not returned. The threads and distal tip have been chewed up and have a lengthwise tear up one side of the threads. The appearance is consistent with tear from a guidewire or other instrument. The star hex is beginning to strip at the screw head. These visual conditions indicate contact with another device and excess force placed upon the implant. The physical condition indicates difficulty with proper insertion. No root cause related to the manufacturing of this device can be confirmed.